Event description:
It was reported the lead integrity alert triggered for the right ventricular (rv) lead showing noise. The rv lead had an apparent fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the outer insulation had bilumen tubing voids. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, the outer tubing was kinked/buckled, the outer insulation was melted, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent and there was blood in/on the helix mechanism. Also, the outer tubing overlay had blood/body fluid on it, it was melted and it had cosmetic environmental stress cracking.